Event description:
Per the MRI tech, the pump was ¿turned off¿ because of a ¿malfunction¿. The patient was an inpatient at their hospital. The reporter had no additional information. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).